Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was approximately 208 mg/dl. The customer reverted to an alternate method in insulin therapy.